Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The therml sensor was replaced. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the sys 9800 reported an overheat error after initialization. There was no adverse pt involvement reported.